Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during the delivery of the clip, there was difficulty in advancing the thumb advancer and the exchange sheath was not split. The clip was not deployed and hemostasis was achieved by manual compression. There was no adverse pt sequela reported. Though requested, no additional info provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that it had been fully deployed through step three of the deployment process, thumb advancer deployment and the sheath was fully slit and undamaged. Step four, clip deployment, had not taken place. There was no detected external damage or anomaly. Internal inspection of the device did not detect any damage and all components were in their proper partially deployed positions. Distally displaced the flex guide/vessel locator assembly and no shaft carving was detected. The pusher body joint and vessel locator were both intact and undamaged. The device was reset for redeployment testing. The testing was successful with complete redeployment of the device occurring with no unusual resistance to any deployment function detected. Based on the investigation findings there was no detected manufacturing or quality issue and the device performed according to specification. It was not possible to confirm the reported complaint and the root cause for the received device condition was undetermined. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that the pt was revised due to swelling and possible infection. Following the revision surgery, pathology tests concluded there was no infection.